Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that connection with reservoir managed to lock into place but a piece is missing and clear ring was missing as well. Customer's blood glucose value was 186 mg/dl at the time of the incident. Customer will return device for analysis.

Manufacturer narrative:
Unit not received stuck in manufacturing mode. Unit received with missing retainer. Unable to perform displacement test due to missing retainer. Unit received with partially broken off reservoir tube lip, missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and severely faded serial number label.